Event description:
It was reported PICC fitted for prenatal nutrition ruptured at the junction of the clear and blue line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ruptured 4fr s/l groshong nxt clearvue catheter was confirmed. The catheter had been trimmed at the 50cm depth marking and fully assembled to the two-piece connector. Dried dark reddish residual material was seen within the lumen of the catheter. A longitudinal split was observed in the catheter shaft near the 49cm depth marking. When the catheter was flushed with water, a spraying leak was observed emanating from the split site. The catheter lumen distal of the split site could be flushed. However, the infusion of liquid was slow, indicating a partial occlusion of the tubing. Tactile evaluation of the catheter revealed material weakness near the split site which can occur due to ballooning of the material prior to a burst. Microscopic examination of the split revealed it to be wavy with a slight c-shape. The surface of the split edges was dull and finely granular (typical of tearing failure modes). The catheter tubing outer diameter, inner diameter, and wall thickness were measured and confirmed to meet the device specifications. The damage observed on the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The IFU cautions, ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ the IFU also instructs, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rees1328 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported PICC fitted for prenatal nutrition ruptured at the junction of the clear and blue line. No other information was provided.